Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eight devices were received for evaluation; 8 events were confirmed during testing. No components were identified that may have contributed to the event; however, it is known that maintenance practices at the user facility can contribute to the reported event. There were no remedial actions taken. This device is not labeled for single-use

Event description:
This report summarizes 8 malfunction events, in which the device was reportedly leaking. There was no patient involvement; no patient impact.